Event description:
A medtronic employee reported that a patient with both a medtronic sensor spinal cord stimulation and st. Jude stimulation was experiencing recharging issues. The representative stated the patient indicated that the st. Jude system was interfering with the medtronic system. The patient reported to the medtronic representative that one time in the past when the st. Jude stimulation system was turned a previous medtronic spinal cord stimulation shocked him. The medtronic representative also indicated that the patient claims that the previous medtronic non-rechargeable stimulation system depleted prematurely once the st. Jude stimulation system was implanted. The date of the st. Jude implant was not provided. Medtronic will investigate and report accordingly for events associated with medtronic products. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).